Event description:
Additional information received from the hcp reported that the cause of the event was rejection of materials, leading to fever, malaise and gastrointestinal distress. It was reported that the patient required hospitalization, but recovered without sequela.

Event description:
It was reported that, during a device pocket revision surgery for an unspecified reason, the tails of the patient's lead may have been switched around in the implantable neurostimulator ports. Following the procedure, the patient felt stimulation in the left foot and ankle instead of in the right. Various device program settings were attempted with no change in the outcome. When 14+ and 15- were used in programming the device, the patient felt the stimulation on the right side, but in the wrong location. There were also high impedance readings experienced with lead electrode 14 following the revision surgery, that were not seen while in the operating room (or). No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).